Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent had already been deployed. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: device available for evaluation. H6: method code 4114 - removed. Results code 3221 - removed.

Manufacturer narrative:
Device code 1494 - incorrect anatomy. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints. As it was reported that the absolute pro was being used to treat the carotid artery, it should be noted that the instruction for use (IFU) states: the device is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. It could not be determined if using the absolute pro off-label caused or contributed to the reported difficulties. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted within the anatomy, preventing the shaft lumens from moving freely and resulting in resistance with the thumbwheel. However, without having the device to examine, this could not be confirmed, and a definitive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the carotid artery. An 8x80mm absolute pro self expanding stent system (sess) was positioned in the lesion; however, during deployment it was noted that the thumb wheel was very difficult to turn due to high resistance. Despite the resistance, the stent was deployed successfully to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.